Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, batteries were overheating upon startup, smoke was observed and a mini electrical fire erupted. No adverse patient effects or injuries were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).